Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event unknown. It was reported that the patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, start dose, discontinued, route not reported), amikacin injection (500mg as start dose discontinued, followed by 100 mg intraperitoneal , ongoing, frequency not reported) and ceftum injection (500mg, intraperitoneal, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.